Event description:
The patient contacted animas on (B)(6) 2013, for troubleshooting the site/set issues. The patient stated that for the past two years she had been having low blood glucose (bg) levels in the night and that her physician just recently adjusted basal rates. The patient stated that if she 200mg/dl prior to bed she does not bolus because she will go low. The patient stated that she has had episodes of bgs in the 30¿s to 40¿smg/dl where she wakes up, checks her bg and corrects with glucose tablets. The patient stated that she goes back to bed and no further incidents occur. The patient stated that she is not implicating the pump but an issue with the basal rate that she finally got adjusted. The patient declined to troubleshoot low bg issue and stated that it is managed by her physician. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate adjustment of basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate adjustment of basal rates).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: the pump history shows the last bolus and the last basal were delivered (B)(6) 2013. No alarms outside the range of normal patient use were observed in the pump history. The delivered boluses and basals add up correctly and total the daily insulin delivery rate. The pump successfully passed a 29hr flow accuracy test. The pump found to be operating delivering accurately and within required range. Unable to duplicate complaint during the investigation. There was no defect found.